Event description:
A cracked and shattered touchscreen was reported, rendering the pump's touchscreen illegible and unusable. There was no adverse impact on the customer's blood glucose level. Customer arranged to continue using the current pump until a replacement with updated software was provided by technical support. Instructions for putting the pump into storage mode, using a return box, and returning the defective pump to tandem via ups were relayed, and the customer understood and acknowledged these steps.